Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device presenting a not alarming occlusion was not confirmed during testing and or a review of the device logs. Patient and fluid side occlusion test results showed the device working within specification. The date and time were not reported. A review of the suspect pump modules error logs showed no malfunctions. Suspect pump module s/n: (B)(6): a review of the suspect pump module showed that the last infusion was recorded on (B)(6) 2025 at 7:51 am, however, it was performed with a different pcu device than the concomitant pcu device s/n: (B)(6) returned by the facility, the pump module event log contains limited information regarding the programing of the device, and it does not contain drug details. The rate and volume to be infused of the infusion registered at 7:51 am were recorded as 10 ml/h and 199.337 ml respectively. At 9:05 am the user paused the unit, and subsequently channeled off the device suspect pump module s/n: (B)(6): a review of the suspect pump module showed that the last infusion was recorded on (B)(6) 2025 at 6:14 am when a remote IV message was received with the following infusion details: piptazo; secondary infusion; dose=4.5 grams; rate=25 ml/h; vtbi=100 ml. Primary volume infused (pvi) and secondary volume infused (svi) at the start of infusion were recorded as 12.011 ml and 100.01 ml respectively. At 10:14 am the suspect pump module completed the infusion. Svi=200.021 ml. Total volume infused was calculated by dchu as svi end ¿ svi start=200.021 ml - 100.01 ml=100.011 ml. Suspect pump module s/n: (B)(6): a review of the suspect pump module showed that the last infusion was recorded on (B)(6) 2025 at 4:25 am when a remote IV message was received with the following infusion details: piptazo; secondary infusion; dose=4.5 grams; rate=25 ml/h; vtbi=100 ml. Pvi and svi at the start of infusion were recorded as 192.701 ml and 932.203 ml respectively. At 8:25 am the suspect pump module completed the infusion. Svi=1032.21 ml. Total volume infused was calculated by dchu as svi end ¿ svi start=1032.21 ml - 932.203 ml=100.07 ml. The alaris user manual (v12.3) states not to use a device with any damage. Send it to biomedical engineering for repair. Internal and external inspection of the pump modules found no irregularities. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the device not alarming occlusion was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review or laboratory testing and no fault was found. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device did not alarm for an occlusion as expected when administering zosyn to a patient. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device did not alarm for an occlusion as expected when administering zosyn to a patient. There was patient involvement but no harm.